Event description:
Pt has a dacron bypass from the frmoral to the politac. The graft was occluded co the surgeon wanted ot do a thrombectomy with a adherent clot catheter. In the distal part of the graft the tip broke off the catheter and stayed together with the latex in the pt. Upon re-operation, the tip was easily removed and the graft thrombectomy was successfully performed.